Manufacturer narrative:
A visual examination of the returned device found that the sheath grip was detached from the over sheath and the clip assembly was still attached to the bushing. The tabs were fully open and the prongs were missing. The tension breaker was located inside the capsule and was still attached to the yoke. Functionally, the control wire was actuated and the remaining part of the clip assembly was deployed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for lot # 10080206c2 for the reported event. Based on the evaluation conducted and the details of the complaint, it is probable the broken clip was due to anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a resolution hemostasis clipping device was used during a colonoscopy procedure on (B)(6), 2011. According to the complainant, during the procedure, the physician attempted to deploy the clip from the delivery catheter inside the patient; however, the clip broke in half. The complainant reported that the "device felt wrong" when the blue grip was advanced during the deployment process. No part of the device detached inside the patient. The physician completed the procedure with a different device. There were no complications as a result of this event. The patient was reported to be "fine" post procedure.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a resolution hemostasis clipping device was used during a colonoscopy procedure on (B)(6) 2011. According to the complainant, during the procedure, the physician attempted to deploy the clip from the delivery catheter inside the patient; however, the clip broke in half. The complainant reported that the "device felt wrong" when the blue grip was advanced during the deployment process. No part of the device detached inside the patient. The physician completed the procedure with a different device. There were no complications as a result of this event. The patient was reported to be "fine" post procedure.